Event description:
It was reported by a physician that a laptop computer would no longer run the vns program as the dos system was not functioning on the laptop computer. At the moment attempts to obtain the reported laptop returned to the manufacturer for analysis have been unsuccessful to date.

Event description:
Additional information including the laptop serial number was received on (B)(6) 2012. The computer was returned on (B)(6) 2012. And analysis has been completed. During the analysis it was identified that the laptop would not power on. The cause for the laptop failure is associated with a defective main board. During the analysis, no anomalies associated with the hard drive, processor, ac adapter, a drive, and main battery were identified using a known good laptop.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a serious injury.